Manufacturer narrative:
Test conclusion suggests that there is no risk of front seat brackets breaking under intended use as per instructions provided. However, to enhance customer safety, frame savers will be added to all new far seats and retrofit kits will be provided to existing customers.

Event description:
On (B)(6) 2025, the raz canadian distributor reported raz that on (B)(6) 2025, a client at the group home sustained a serious injury involving a commode. After assisting the client with a shower and returning her to the bedroom, staff noticed she had partially fallen into the commode opening. As staff prepared to reposition her, the commode seat snapped, causing the client to fall through and suffer a rectal impalement injury. Staff placed the client on her side and held her in position until emergency health services (ehs) arrived. Ehs had to cut the commode to facilitate safe transport to the hospital. Because of the commode seat snapped, client fell through and suffer a rectal impalement injury. Group home staff placed the client on her side and held her in position until emergency health services (ehs) arrived. Ehs had to cut the commode to facilitate safe transport to the hospital. (B)(6) was in the hospital for 3 weeks,